Event description:
It was reported via phone call, that the customer received excessive no delivery alarms, unexpected restart alarm, as well as bent cannula and air bubbles in their reservoir. Customer's blood glucose level at the time 402 mg/dl. Troubleshooting occurred. No significant event leading up to the event were mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.